Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal end cover fell off of the scope and into the adult male's stomach. The distal end cover was removed using an esophagogastroduodenoscopy (egd) scope. The procedure was completed with the same device, and no further harm to the patient was reported.

Event description:
No additional information received from customer. This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.